Event description:
It was reported that the pt had trouble recharging. The pt was recently implanted and had coupling and communication issues and felt a shock or jolt while recharging. This was the patient's first time recharging since the implant. The pt was not getting any of the efficiency bars. The pt had shocking when the recharger was plugged into the wall to recharge. The pt did not feel any pain when not recharging. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).